Event description:
It was reported that the patient¿s pain had resolved and was no longer in need of the system. The device had been off. The patient reported feeling abnormal sensations in her back and legs despite the device being off. The patient specifically reported back spasms. There was no alleged product issue. The device was removed. No replacement was done. The patient¿s status was noted to be alive with no injury.

Manufacturer narrative:
Concomitant products: product ID 3550-39, lot# n288088, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 3550-39, product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of neurostimulator model 37712, serial # (B)(4) showed no anomalies. Analysis of lead model 3778-60, serial # (B)(4) showed a broken conductor circuit (#0-8) near the anchor site 13 cm as measured from the distal end. The anchor site was measured at 15-15 cm from the distal end. Open circuits were observed on the lead but no shorts between circuits were seen. The outer insulation was intact. Analysis of lead model 3778-60, serial # (B)(4) showed the #5 conductor was broken (in the body of the lead) 3 cm as measured from the proximal end. Open circuits were observed on the lead but no shorts between circuits were seen. The outer insulation was cut/breached 24.2 cm from the distal end. Analysis of the 2 returned anchor accessories model #s 3550-39 showed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.